Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 26-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida, parity 3, abortion and recurrent abortion. Concurrent conditions included pelvic inflammatory disease and pelvic cellulitis. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 5 months 12 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In september 2013, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia"), vaginal discharge ("irregular vaginal discharge") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and uterine pain ("uterine pain"). The patient was treated with surgery (exploratory laparotomy, removal of essure devices and tubouterine implantation, bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage, pelvic pain and uterine pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in september 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. She has been left with abdominal deformity and severe large scarring. Since the essure reversal surgery, she feels much better. Discontinued use of essure coils to resolve abnormal pain, migraines and to become pregnant removal details: the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in the proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incision injuries or symptoms resulted from essure decrease or resolve following removal: severe menstrual/abdominal/back pain, menorrhagia, prolonged menses, dyspareunia, irregular vaginal discharge ((B)(6) 2013) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 26-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida, parity 3, abortion and recurrent abortion. Concurrent conditions included pelvic inflammatory disease and pelvic cellulitis. Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 5 months 12 days after insertion of essure, the patient experienced menorrhagia ("abnormal menstrual bleeding/prolonged menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia"), vaginal discharge ("irregular vaginal discharge") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and uterine pain ("uterine pain"). The patient was treated with surgery (exploratory laparotomy, removal of essure devices and tubouterine implantation, bilateral ). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage, pelvic pain and uterine pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in september 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. She has been left with abdominal deformity and severe large scarring. Since the essure reversal surgery, she feels much better. Discontinued use of essure coils to resolve abnormal pain, migraines and to become pregnant removal details: the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. The essure devices were in the proper anatomical locations. Each essure device projected into the isthmic portion of each tube for approximately 2 cm and approximately 8 cm of fallopian tube projected beyond each device. The fallopian tubes were transected and both the inner and outer coils of the essure devices were extracted. A bilateral tubouterine implantation was performed through bilateral cornual uterine incision injuries or symptoms resulted from essure decrease or resolve following removal: severe menstrual/abdominal/back pain, menorrhagia, prolonged menses, dyspareunia, irregular vaginal discharge (B)(6) 2013). Most recent follow-up information incorporated above includes: on 12-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013 and removal date updated to (B)(6) 2016. Lot number (a34127) added. Event abnormal bleeding (vaginal), pain, uterine pain and essure confirmation test: no ,added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain;"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia and vaginal discharge had resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: beginning sometime in (B)(6) 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. She has been left with abdominal deformity and severe large scarring. Since the essure reversal surgery, she feels much better. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.